Event description:
It was reported by service report that the litter was stuck in high height at the head end. Customer could not determine if there was pt involvement, however no adverse consequences were reported.